Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02450 and 2134265-2016-02402. It was reported that an automatic pullback failure occurred. During a procedure, an motor drive unit was used in conjunction with an unknown catheter and unknown sled, however, the system shuts down automatically during pullback. The cable was defective or damaged. No patient complications reported.